Event description:
Customer reported during treatment leaking was observed at the level of the air intake. Per the customer the leaking was detected during therapy while half of the chemotherapy was injected. The returns were available and received. The return sample contained one used and contaminated sample of agilia volumat infusion set. During the investigation of the leak, a visual inspection confirmed there was a visible crack in the upper portion of the drip chamber, which determined the location of the leak. The complaint was forwarded to the production facility for further investigation. There was a free- flow and tightness test conducted with the retain sample. There were no non-conformities identified. There was also testing on the ftk automat. During testing on the ftk automat (B)(4) pieces were produced, there were no deviations found. Per the production facility it cannot be excluded that the leakage occurred during the ftk automat production process. Based on the results of investigation this is a single complaint issue and therefore no product deficiency was identified.